Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument had localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system where it passed the recognition, engagement, energy delivery, and electrical continuity tests. The instrument moved intuitively with a full range of motion in all directions, and its grips opened and closed properly.

Event description:
It was reported that during central processing, maryland bipolar forceps instrument was discolored. There was no report of patient involvement.